Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant procedure rising and high thresholds were noted on the right ventricular (rv) lead. It was also reported that this caused early battery depletion on the implantable pulse generator (ipg). The lead was revised and the ipg and lead remain in use. No patient complications have been reported as a result of this event.